Manufacturer narrative:
The device was received for evaluation. During functional testing, improper shutdown was not reproduced. Evaluation inspected the device with a tested known good pump and observed battery alert alarm an improper shut down was not observed, however, if the user unplugged the pump at the time of the battery alert, an improper shutdown alarm would be expected. An event history log review was not performed for the reported problem ' because only the battery was returned for service and the event log is not retrievable from the battery module. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be battery cell failure. The battery cell requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.